Event description:
A report was received that the pt believed that the device was not working properly. The physician took x-rays and the device looked fine. The physician will perform a lead revision and possibly replace the scs system.